Manufacturer narrative:
The device has been returned and evaluated by product analysis on 08/29/2016 with the following findings: the last basal delivery and the last bolus delivery were on (B)(6) 2016. The bb shows an unexplained loss of prime event on (B)(6) 2016 19:55; deliveries never resumed. The daily insulin delivery totals correctly reflect user's programmed basal rates. Pump passed delivery accuracy test and was found to be delivering within required range and delivering accurately. No delivery interruptions or eaw¿s occurred during the investigation. Unable to duplicate the complaint. Display screen has a pinkish contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history settings issue. The reporter stated that the patient had a blood glucose (bg) of 1.9mmol/l with confusion. Emergency medical services were called and the patient was treated with glucose tablets, glucose gel, food and drinks as treatment. Customer support (cs)completed troubleshooting and all settings are correct. The patient's healthcare professional (hcp) insisted on replacement of the pump. This report is being reported due to the bg excursion the patient experienced due to an alleged history settings issue.